Manufacturer narrative:
Initial.

Event description:
It was reported that the user encountered a ¿dosing stops soon¿ message; further troubleshooting identified that the associated freestyle libre 3 plus sensor was already paired to another device and could not be used with the system, prompting guidance to replace and pair a new sensor. No adverse clinical symptoms reported. Outcomes included user education and successful pairing of a replacement sensor to restore dosing capability. User support included remote troubleshooting and user instruction on sensor pairing and system setup. Investigation of this case revealed that the sensor had been previously activated on another application, which prevented pairing with the system and triggered the dosing warning; the device itself operated as designed once a new sensor was correctly paired. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor pairing on multiple devices.